Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2012 and low vault was observed. The lens was exchanged for a longer length on (B)(6) 2012 and the problem was resolved.

Manufacturer narrative:
(B)(4).